Event description:
It was reported via facility medwatch (B)(4) that shaft break occurred. A 3.50mm x 16mm veriflex stent delivery system (sds) was selected to treat the lesion. While trying to advance the device to the target lesion, it was noted that the shaft of the sds broke into two pieces. The broken catheter was able to be removed from the patient without difficulty. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).